Manufacturer narrative:
The investigation of high purge pressure has been completed. High purge pressure: no product was returned for analysis. The data logs confirm high purge pressure alarms and show a motor current spike with speed deviation. Immediately there was a drop in purge flow, pump flow and a shift in placement signal. This pattern is characteristic of biomaterial ingestion. Purge pressure remained elevated until explant. The root cause of the high purge pressure was most likely due to biomaterial ingestion as evidenced by motor current spike with placement signal shift and speed deviation. As the necessary information was not provided, the root cause of the thrombus was not determined g4 PMA/510(k)number was erroneously entered on the initial manufacturer device report number 1220648-2025-28457.

Event description:
It was reported that an implanted impella rp flex was removed and replaced with another pump after less than 24 hours after implantation due to red alarms of purge system blocked and purge pressure high with flows dropping below 0.5 liters per minute. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.